Manufacturer narrative:
The customer reported a patient death where the patient was being monitored by an mx40 telemetry and sending data to a (B)(4) central station during the time of death. The customer wanted a review of the alarm logs for their investigation to see when the alarms were silenced and/or suspended. The customer did not allege that there was a failure to alarm or that any philips device caused or contributed to the adverse patient event. Per investigation for the time period of approximately 1700 to 2400 on (B)(6) 2016 for room (B)(4), the logs show that three star red alarms were being annunciated as per normal operation and there were timely user interactions with the device to silence or suspend the alarms. Please note that the log file only shows the red alarms and does not show any lower level alarms such as inops. There were no alarms logged for room ((B)(4)) during the period of 2000 ¿ 2400. However, for a ten minute period from 19:17 to 19:27 there were multiple asystole alarms that were annunciated and either silenced or suspended by the users. From 19:27 on (B)(6) 2016 to 06:56, the following morning there were no three star alarms captured for (B)(4). At 06:56 until 07:00 on (B)(6) 2016, there were two asystole alarms that were silenced. There are no further three star alarms for (B)(4) until 10:42. The alarms that occurred before 19:17 on (B)(6) 16, for (B)(4) were early in the morning on (B)(6) 2016. There were no subsequent three star red alarms captured from 00:46 for (B)(4) until 19:17. Per review of the system logs the central station was providing normal patient monitoring. Due to the limitation of the system of capturing and logging only three star red alarms, there is no information available to show any lower level patient alarming or corresponding user interactions. The information available indicates normal operation of the central station device. There was no malfunction. Information was provided to the customer concerning the alarming and user interactions for the time period in question. The device is considered in use at the customer site

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported a patient death where the customer was being monitored by an mx40 telemetry sending data to an m3150b central station during the time of death. The patient was being monitored at the hospital site and expired. Investigation is needed to understand the circumstances surrounding the incident.